Manufacturer narrative:
The reported field events of low pacing impedance were not confirmed. Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an initial implant procedure. During the procedure, the right ventricular lead exhibited low pacing impedance. The lead was removed and replaced. The patient was stable.